Event description:
It was reported that the patient experienced a lack of therapeutic effect from their intrathecal baclofen pump. Volume discrepancies were reported at the time of the patient refills; amounts were no specified. The pump was replaced; there was good flow observed from the catheter. There were no obvious problems found with the device system at the time of explant. The patient's mother stated that the patient was doing well two days after the surgery.